Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012715489 and data files were returned and analyzed. The one image file was reviewed and showed the distal portion of a sheath in use, with the dilator inserted, and a guidewire threaded through it. The distal section of the shaft displayed two areas that appear lighter compared to the rest of the device. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed and identified the tip was damaged. Visual inspection of the shaft area was performed, and the inspection identified a shaft kink/twist at multiple locations, approximately 0.5, 1.25 and 20 inches from the tip. Visual inspection of the shaft area was performed, and the inspection identified shaft discoloration. Visual inspection of the handle area was performed. No anomalies were identified; the handle had no cosmetic issue, and the side tube was connected properly to the handle. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. In conclusion, the sheath failed the returned product inspection due to a shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sheath 4fc12 flexcath advance 12f, the sheath had a different color compared to previous versions and the physician noted a difference in the hardness of the sheath material. The sheath did not advance from the groin during the procedure. The case was completed without the patient being under general anesthesia. No patient symptoms, complications, injuries, or need for medical or surgical intervention were reported. No patient complications have been reported as a result of this event.